Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately six months post implant of the ipg, approximately four years ago.

Manufacturer narrative:
Product event summary # product ID# 407645, a proximal portion was received measuring 7 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Implantable pulse generator product ID addrs1, implanted: 2009 (B)(6); implantable pacing lead product ID 407652, implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.